Event description:
Pt had her common bile duct blocked by a stone. Ercp performed; sphincterotomy attempted with stonetome stone removal device; stonetome would not cut or cauterize. Physician removed stone by inflating balloon and pulling through uncut sphincter of oddi. Lack of spincterotomy placed pt at increased risk of sphincter tear with balloon dilatation and at high risk of reblockage. Pt suffered no adverse effects, had laparoscopic cholecystectomy 3/17/97 and is recovering well.